Event description:
It was reported by the aci sales professional that a (B)(6) female patient who weighs (B)(6) and on plavix and acetylsalicylic acid (asa) therapy presented to the hospital on (B)(6) 2011 complaining of chest pain. She was admitted and was immediately started on integrilin drip and waited in the hospital until the following monday for her procedure. On the morning of (B)(6) 2011, the patient was brought to the cath lab and underwent a coronary intervention catheterization procedure. Access was obtained at the common femoral artery at the middle of the femoral head. A pre-procedural femoral angiogram showed a 6mm vessel and there was no presence of calcium. It was reported that due to the patient's large pannis, it had to be taped during the procedure. Other peri-procedure medications included lovenox, versed, and fentanyl were also administered during the procedure. The patient was implanted with stent and the integrilin drip continued. The patient's blood pressure was 144/90 mmhg and no activated clotting time (act) was performed. Following the procedure, the physician who is trained to the mynx procedure, chose the device to close the femoral artery. There was no report of complications during the procedure or closure. The patient's groin was reported to be soft and there was no bleeding or hematoma observed. The patient was sent to the intensive care unit (ICU) to continue her integrilin drip there. In the early morning hours of (B)(6) 2011, the patient's groin was evaluated and found to be oozing, but the site was still soft. The patient was complaining of leg pain and abdominal pain. The patient was sent for a CT scan and the test confirmed a hemorrhage was in the patient's right lower quadrant of her abdomen and extending to the right groin area. It also suggested a possible retroperitoneal bleed (rpb). The physician was notified and he immediately consulted a vascular surgeon. The integrilin drip was stopped and the rpb was ruled out. The patient was transfused with 2 units of blood and the physician thought that the hemorrhage would clot and did not feel the patient needed to go to surgery. The hemorrhage or active bleeds were reported to have clotted in the abdomen forming a hematoma but the femoral artery kept bleeding. That afternoon, the cath lab staff was called to the patient's room because the patient's groin was still oozing. The rn felt the patient's groin. It was still soft and oozing but the patient did not complain of any tenderness. The rn injected the site with 10cc's of lidocaine mixed with epinephrine to stop the oozing and also held manual pressure for 25 minutes and on physician's order, placed a safeguard hemostasis device on the access site and was inflated with 40ccs of air. The safeguard was removed 2 hours later. On (B)(6) 2011, the patient's blood pressure (bp) and hemoglobin dropped. A dopamine drip was started and more blood was ordered to be transfused. On(B)(6) 2011, the dopamine drip was discontinued and the patient was taken to surgery. The physician repaired the right groin but did not evacuate the hematoma in the abdomen due to the patient's risk factors. Per the physician, the artery was cut down and it was observed that a "gelatinous gel" was on top of the puncture site and arterial flow was coming from both sides of the gel, however the artery had no thrombus or foreign body in it. The gelatinous gel was believed to be the mynx sealant (the physician described it as clear-like gel and that mimics fibrin). It was reported that the patient was transfused a total of 9 units of blood. The patient was unable to stand on her right leg for long periods of time so she was provided with a physical therapist (pt) in the hospital. Her last pt's note stated that the patient was able to walk 4 feet with the aid of a walker. The patient was discharged to a nursing home on (B)(6) 2011 for further physical therapy. No further information was provided.

Manufacturer narrative:
Based on the information provided, the cause of the reported event could not be determined. The device was not returned; therefore, a physical investigation could not be performed. The review of the lhr (lot f1105412) did not exhibit any issue that suggests the device may have caused or contributed to the reported incident.